Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was experiencing pain around the implant area also that they couldn't lay on it and it sticks out causing problems to sleep. Patient stated their incision was still swollen. Patient stated they were experiencing blood pressure issues at the procedure. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has their follow up appointment with hcp on april 3rd.